Manufacturer narrative:
Additional and corrected information was provided. Corrected information - the forceps and cartridge were removed from section (B)(4).

Event description:
Additional information was provided indicating that an unknown forcep was used to remove the lens. The staff does not recall which injector was used.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A secretary reported that during an intraocular lens (iol) implant procedure, the iol was removed due to the patient had a vitrectomy. Additional information was requested and received.